Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the direct packaging of a vented high-volume inlet was not factory sealed. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), and h11. H4: the lot was manufactured in march 2025. H11: the actual devices were not available; however, two photographs of the sample were provided for evaluation. A visual inspection of the photo samples revealed that the lower horizontal weld seal of the product packaging was missing, which left the product open to possible contamination and loss of sterility. The product was opened due to packaging weld sealing defect. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely related to variations in the manufacturing process of the product packaging weld sealing process, resulting in an unsealed area along the lower end of the packaging samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.